Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5117164, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following the patients previous revision procedure, the leads migrated. As a result, the patient experienced loss of stimulation and inadequate pain relief for the headache and neck pain. The patient underwent a lead replacement procedure and was doing well postoperatively.